Manufacturer narrative:
On (B)(6) 2016, the customer was still using insulin injections to manage diabetes as the rehab facility preferred the customer use injections. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and insulin injections were to be used to address the bg level. After the alarm, the customer changed the infusion set. Reportedly, the customer had been using novolog in the cartridge for 4 days. The customer was to revert to using insulin injections to manage diabetes until the pump supplies were changed.